Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise which caused a high ventricular rate triggered egm. Noise could not be re- produced with pocket manipulation. The patient was pacemaker dependent. The lead was replaced.